Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated sodium (na) fliers for an unspecified number of patient samples. The customer did not provide any patient data for this event, but indicated that the magnitude of error was approximately 10 mmol/l. It is unknown if the recovery was false high or false low. Rerun details were not provided by the customer. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. No erroneous results were reported out of the laboratory. There were no reports of patient injury or impact to patient treatment attributed to this event.

Manufacturer narrative:
Quality control (qc) data shows low and high fliers of 5 - 10 mmol/l from the mean. Additional review of the qc data, collected on the day of the event, showed no fliers but a few low na results were seen. It was not confirmed to date if the low na results were fliers or accurate low results. Sample collection and method of analysis was not provided by the customer. A bec field service engineer was dispatched to evaluate the instrument. The fse cleaned the flowcell and the electrolyte injection cup (eic) to eliminate any blockages. The fse replaced the sample probe and wash collar which had some evidence of gel buildup. Due to a calcium (calc) calibration issue, the fse also replaced the calc electrode tip (incidental to the event). In addition, the fse also replaced the ratio pump and decontaminated the system. A definitive failure mode is unknown to date. Multiple pasts were replaced and service actions were performed, any of which could have caused or contributed to event.